Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix was noted to be extended and became caught on the myocardium, pulling itself out of the helix cup when the lead was attempted to pass the tricuspid valve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.